Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was being inserted into the introducer sheath. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was not returned for evaluation; therefore, the complaint investigation is inconclusive for stent dislodgment. Based upon the available info the definitive root cause for this event is unk.